Manufacturer narrative:
The product was returned for analysis; however, the evaluation has not yet been completed. Upon the completion of the evaluation a supplemental report will be sent with the investigation results. A review of the device history record indicated that the product met specifications upon release.

Event description:
It was reported that the blood temperature was displayed as 11 degrees celsius. Later when the sales representative tried to confirm the issue at the hospital, the bt was displayed as 37 degrees celsius and the issue could not be reproduced. Since the message "press the start key to begin cco monitoring" was displayed, the sales representative pressed the cco start button (multiple times), however the cco could not be measured. Measurement became possible after replacing the 70cc2 cable and the vigilance ii monitor. It is unknown whether an error message was displayed or not. The vigilance ii monitor and 70cc2 cable were replaced and then ci value showed from 3.5 to 3.8. There was no patient injury reported.

Event description:
It was reported that the blood temperature was displayed as 11 degrees celsius. Later when the sales representative tried to confirm the issue at the hospital, the bt was displayed as 37 degrees celsius and the issue could not be reproduced. Since the message "press the start key to begin cco monitoring" was displayed, the sales representative pressed the cco start button (multiple times), however the cco could not be measured. Measurement became possible after replacing the 70cc2 cable and the vigilance ii monitor. It is unknown whether an error message was displayed or not. The vigilance ii monitor and 70cc2 cable were replaced and then ci value showed from 3.5 to 3.8. There was no patient injury reported.

Manufacturer narrative:
The product was returned for analysis; however, the evaluation has not yet been completed. Upon the completion of the evaluation a supplemental report will be sent with the investigation results. A review of the device history record indicated that the product met specifications upon release.

Manufacturer narrative:
The 70cc2 cable was returned for evaluation. The reported issue of the blood temperature (bt) being unstable and the continuous cardiac output (cco) unable to be measured was confirmed. It was observed that if the cable was bent, the bt value became unstable. Also, the cco measurement was stopped with a fault beep sound occurring and the fault messages fault cco: blood temp out of range (<31c or >41c) and fault: check thermistor connection were displayed. There was no physical damage found in the visual inspection. The cable will be scrapped. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrected information: the patient weight was confirmed to be 51kg.